Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gears in offset reamer sheared. It got jammed and would not spin. We swapped it out for the straight reamer to complete the case. Case type: tha. Surgical delay: 15 minutes.

Event description:
Gears in offset reamer sheared. It got jammed and would not spin. We swapped it out for the straight reamer to complete the case. Case type: tha . Surgical delay: =15 minutes.

Manufacturer narrative:
It was reported that gears in offset reamer sheared. It got jammed and would not spin. We swapped it out for the straight reamer to complete the case. Case type: tha. Surgical delay: =15 minutes. Product evaluation and results: visual inspection: the 212760 offset cup reamer handle (lot 3578696) showed wear and tear (scratches and burnish marks) on the housing. The groove was in good shape. The u-joint inside the housing on the shaft was worn with displaced material and appeared to be stuck against the housing. See attached pictures. Three screws on the housing were loose. Functional inspection: the 212760 offset cup reamer handle (lot 3578696) shaft slid into a known good 206967 hip end effector, variable angle, but bound when the housing started in the hip ee. The alignment pin went into all three 45°, 95° and 135° slots and the shaft locked. The u-joint inside the housing on the shaft was jammed against the housing. The shaft was probably at an angle relative to the housing. The shaft could be removed. A known good 204980 reamer attachment easily went onto the 212760 offset cup reamer handle (lot 3578696), locked and unlocked. The shaft would not turn initially but broke loose. After the shaft became able to turn, it was noticed the u-joint inside the housing on the shaft was broken; two pins for the stub shaft yoke were missing from the center block. The failure mode ¿gears in offset reamer sheared. It got jammed and would not spin.¿ was confirmed. See attached picture. Dimensional inspection: n/a - not performed material analysis: n/a - not performed product history review: review of the product history records indicate 29 devices were manufactured under lot no 3578696 and 25 accepted into final stock on 03/13/2017 via qt 17-03-0041. Review of qt 17- 03-0041 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot 3578696 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual and functional inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.